Event description:
It was reported that the device blows a fuse, f1, on dc power and was inoperative on ac source. There was no report of patient involvement with the incident.

Manufacturer narrative:
Physio-control representative assisted customer trouble shoot root cause of the problem to the pwm controller on the system pcb. Representative recommended replacing the system pcb assembly and provided part number and price information.